Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7071911/7072158.

Event description:
It was reported that the patient had a non device related fall causing the battery incision site to open. The patient underwent an explant procedure. The explanted ipg and leads will not be returned.